Manufacturer narrative:
Insufficient information was available to determine the resolution of the event. During follow-up with the key market (km), it was reported that the service quote expired and the customer refused service. The km responder was not able to provide any further details regarding the event. It could not be determined if the customer's issue was resolved or if the device has been repaired. No parts were returned for failure investigation. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened and a supplemental report will be submitted.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator was giving an inaccurate respiratory rate measurement. The device was in clinical use when the issue occurred; the patient was moved to a different ventilator. There was no patient or user harm reported.

Manufacturer narrative:
A follow-up was performed with key market (km), and it was reported that the breathing rate was relatively fast, and that the customer needed clinical use training. The customer was provided with a quote for further assistance.